Event description:
Patient reported, she sometimes experiences elevated blood glucose, and she believes the insulin delivery of the infusion device is too low. Her blood glucose was 353 mg/dl on the morning of (B)(6) 2012, and she changed the infusion set, cartridge, insulin, adapter, battery, and battery cover and this was not successful in lowering her blood glucose. She delivered insulin via the infusion device and pen. No error messages were received on the infusion device. She switched to a backup infusion device, and her blood glucose decreased to her normal level of 100 mg/dl. The infusion device was requested for evaluation. She did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.